Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate erratic issue with his one touch ultrasmart meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. He obtained glucose results of '420 and 410 mg/dl' on the subject meter, done less than 20 minutes apart of each other, which he felt were inaccurate erratic. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/ or <=20 mg/dl. He declined to provide information about his current diabetes management or whether or not he made any changes due to the alleged issue. The patient claimed developing a 'heart fibrillation' at an unspecified time after the alleged issue started. It is unknown if the patient received any form of medical intervention due to his symptom. During the initial call with customer service, the agent noted that the patient was using the meter set to the correct unit of measure and an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.